Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the ins was not working for them, and they would like the ins explanted. Patient stated they had used the ins for a couple of years and then turned it off about a year ago because the ins wasn't doing any good. Patient said they had pain in their back and their doctors would like to do an MRI. Patient mentioned they had a brain MRI not too long after the device was implanted, but the hospital that did the MRI had to get special equipment for their MRI. Patient also mentioned they have back problems, and they had radio frequency ablation and cataract surgery, and they turned the ins off for that and did not turn the ins back on in the last couple of years. Patient said that their back hurts so badly, and it's down in the sacral lumbar area, which is quite low, and they can't get an MRI with this ins in them. Agent reviewed MRI guidelines and informed the patient that they could do head/brain MRI only. Patient reported that they still cannot control their bowels properly, they have to be very careful and can't eat anything on the day. Patient said that if they do any travel away from their home, as soon as they eat something, they will have a mishap immediately within about an hour of eating it even just a few bites. Patient described the bladder problem as something they try to control by not eating any kind of food. Patient said that their bladder can get uncontrollable and just wearing a diaper, but a diaper doesn't help that much with the bowel problem. Patient added that they just can't be in public when that happens. Agent offered physician listings because patient said that their previous hcp didn't know how their ins works, so they were referred to another doctor. Patient said that they hadn't seen any doctor to control their ins. Patient said that they have cancer for the last 4 years. Patient said that they would contact the doctor in the physician listing and refer the doctor to their primary doctor to work together with their ins. Agent emailed rep for possible reprogramming of the ins. Agent transferred patient to device registration to update patient records since patient said that they had moved to a different address. Additional information was received from the healthcare provider (hcp). The hcp reported that the patient had been struggling with overactive bladder and incontinence and requested troubleshooting assistance for the patient. The hcp stated the device hadn't really been working well for the patient since implant but they didn't know if the patient had tried other programs, etc. The hcp stated the patient hadn't seen their implanting hcp for a couple years and therefore, couldn't get back in to see them and the hcp was unfamiliar with how to troubleshoot the ins. The hcp was advised to have the patient contact [the manufacturer] to try different programs and monitor symptoms. The hcp was transferred to the national answering service (nas) to page a manufacturer representative (rep) in case the patient needed to be seen in office for further troubleshooting. Additional information was received from the patient. They reported that they had a little bit of a brain problem and they get confused. The patient said they were calling because they initially wanted to have the device removed for mris but they met with an hcp on tuesday who told them to give interstim another chance to see if it could help. The patient said the hcp tried to involve a rep for support but wasn't successful so they asked the patient to get in contact. The patient was advised the hcp could page a rep and an email could be sent to reps. The patient repeated that the therapy had been off for a year because they did not have much luck with it; they had a lack of control in public, issues with traveling, and they had a bad back. The patient said they never had good bowel or bladder control; even as a teenager they always passed gas at inappropriate times and went to the bathroom more than any other teenager but now that they were in their 70s, and they were experiencing horrible bowel dumping, they couldn't take anti-cologenic medications because it made them hallucinate and they did bladder botox which helped some but their bowel issue had steadily gotten worse. The patient said they'd had a roux-en-y gastric bypass and in 2020 had treatment for their cancer. The patient said interstim helped a little. The patient repeated they had radiofrequency ablation (rfa) on that area and had to turn it off and when they did nothing bad happened other than feeling like there was something going down their leg, they felt like their rear end was on an electric fence which felt like zap, zap, zap. The patient said that's when they decided to turn it back off. The patient said they had a gastrointestinal (gi) person set it up for their bowel but they zapped them so much the patient was hopping across the room, and it felt like they were being goosed by a sheep prong. When asked the date of the zapping, the patient said they might be confused and might not remember right. The patient said they noticed it lately in the last 3-4 months which was following the rfa, but on the other hand, the one leg that did this had terrific cramps in it all the time, it would pull their toes up towards their shins. However, the therapy should have been off when that was happening. The patient retrieved their equipment and they were successful with using their 3037 programmers to sync with their ins. The patient confirmed the therapy was off. They turned it back on and said they felt an odd shaky feeling going through the lower part and they f elt it in their sitz-bones (both sides). The patient reduced the amplitude until they confirmed it was comfortable. The patient said they would leave it on and would work with the rep/hcp. Some interstim information was reviewed with the patient. The patient said they read that sometimes they couldn't get the wires out. MRI information was reviewed with the patient. The patient was redirected to their doctor. An email was sent to the reps notifying them of the issue. The patient also stated they received a couple letters and provided the answers. The patient stated it was unknown when the implant stopped working for them. When asked if the ins stopped working after one of their procedures (brain MRI, rfa, cataract surgery), the patient stated it was on but it was not helping before all those procedures. The patient said by 2020 they had hideous bowel dumps at the same time they were also having cancer treatments. The patient stated the rfa was done on (B)(6) 2024 and the cataract surgery was on (B)(6) 2025. The patient stated removal [of their ins] was not yet planned, but they had a consultation scheduled for december of this year.